Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted the bowel was found to be densely adherent to the mesh. Approximately an hour and a half was spent taking down adhesions of the bowel from the mesh. It was reported that the patient underwent revision surgery and partial removal surgery on (B)(6) 2016 during which the surgeon noted there were dense adhesions of the small bowel to the mesh. Lysis of adhesions took longer than three (3) hours. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
Date sent to the FDA: 2/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.